Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a pump replacement, confirming the shipping address, and providing instructions for storage mode prior to returning the problematic pump. The customer understood and acknowledged the return process and continued using the current pump as backup therapy.